Event description:
It was reported that during a da vinci-assisted apple by procedure (distal pancreatectomy with celiac artery resection) and liver resection, the patient experienced significant bleeding requiring emergent conversion to open laparotomy. The patient experienced complications and expired on post-operative day 2. The surgeon reported that the procedure was very difficult as the tumor was invading the portal vein. There were no da vinci system errors or issues during the procedure. The bleeding occurred during portal vein reconstruction while using a prograsp forceps to apply a third-party bulldog clamp. The surgeon stated that the bulldog clamp slipped and a second bulldog clamp was applied using a third-party laparoscopic instrument. The bleeding could not be controlled, the patient was unstable, and the surgery was converted to open laparotomy. The patient required mass transfusion of multiple blood products. The patient then developed disseminated intravascular coagulation (dic) and the procedure was aborted. Two hours later, due to continued bleeding, the patient was returned to the or and the surgeon was able to successfully complete the appleby procedure. However, during the procedure, reportedly due to the dic and prolonged hypotension, the patient's portal vein clotted. The patient expired on post-operative day two from multisystem organ failure.

Manufacturer narrative:
Review of the system logs found no errors occurred during the procedure. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. The following concomitant instruments were used during the procedure: endoscope plus 30 degree, prograsp forceps, permanent cautery hook, tip-up fenestrated grasper, monopolar curved scissors, large clip applier, fenestrated bipolar forceps, maryland bipolar forceps, endowrist 30 curved-tip stapler, large suturecut needle driver and vessel sealer extend. A site history review shows no complaints have been reported for any of these products. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient had a challenging tumor that invaded the portal vein. An attempt at resection was performed which required reconstruction of the portal vein. During this reconstruction, the use of a bulldog clamp was required. However, the clamp slipped and additional attempts to gain control of the bleeding failed leading to an open conversion. The patient was unstable, went to the ICU with an open abdomen, and required further resuscitation efforts. The patient later returned to the operating room and the procedure was completed but additional complications ensued. The patient died 2 days later. The details of how the bulldog clamp slipped or how intuitive surgical products may have contributed to that issue were not provided. Based on the information in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event. Section d10: concomitant device: prograsp forceps 471093-11/ k10240118-0368/ 2401180368.